Event description:
It was reported that the unvtd bld hand pump w/180 flt ss experienced component separation. The following information was provided by the initial reporter: material #: 10010903, batch/ lot #: unknown. It was reported that while prepping for his pt. The physician noticed that the y-set for blood administration had a separation at the priming chamber.

Manufacturer narrative:
Investigation summary: a sample was received. From the sample the separation was immediately noticed and the customer's complaint of separation has been verified. A device history record review could not be performed because a lot number was not provided by the customer. The root cause of this failure is a lack of solvent during assembly. This can lead to any stress on the engagement leading to a separation.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the unvtd bld hand pump w/180 flt ss experienced component separation. The following information was provided by the initial reporter: material #: 10010903, batch/ lot #: unknown. It was reported that while prepping for his pt. The physician noticed that the y-set for blood administration had a separation at the priming chamber.